Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, a facility representative reported that the cause of the event was the patient's expectations. The event resolved after the lens exchange.

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A technician reported that after an intraocular lens (iol) was implanted, the patient experienced "severe haloing," the lens was exchanged for another lens of a different model and .5 diopter different power three weeks after initial implantation. Additional information was requested.